Event description:
Failed during calibration therefore, no patient injury occurred. O2 gas module had smoke coming from it and it smelled charred. No alarms were noted. A new gas module was ordered and installed and the unit was calbirated and is working within manufacturers specifications.